Manufacturer narrative:
(B)(4). The device was manufactured between november 13, 2013 and november 14, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a dark spot on the stem inside a small volume folfusor. The reporter stated that the "spot appeared embedded in the plastic of the inlet to the tubing". This was noted before patient use. No additional information is available.